Event description:
It was reported that the right atrial lead exhibited noise. It was noted that the noise was reproducible with left arm movement. It was noted that the noise was present during periods of sleeping which is likely the result of movement. No intervention was performed. Further information was requested however, was not provided.